Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On 03/24/2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 05/09/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 04/20/2016 with the following findings: a review of the black box data showed evidence of short battery life illustrated with a 24 count drastic voltage drop from 1.42vp to 1.18vp leading to a low battery warning on (B)(6) 2016 and 10 counts sudden voltage drop leading to a replace battery alarm on (B)(6) 2016. During testing, the pump successfully passed the ez prime steps. The pump¿s current draws were found to be within specifications. The pump cover was opened and a short was found between the piezo spring contact and the u29 ir port component. The pump¿s current draws returned to specifications after a realignment of the piezo spring contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.